Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported this was arteriotomy closure of the right and left common femoral arteries (rcfa, lcfa) using the pre-close technique via a 16fr sheath hole on the rcfa and a 9fr sheath hole on the lcfa prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with one prostyle device used at each site. The sutures of two new prostyle devices were successfully pre-placed in both access sites. The evar procedure was completed. Hemostasis was achieved in both access sites with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.g2: report source.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported this was arteriotomy closure of the right and left common femoral arteries (rcfa, lcfa) using the pre-close technique via a 16fr sheath hole on the rcfa and a 9fr sheath hole on the lcfa prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with one prostyle device used at each site. The sutures of two new prostyle devices were successfully pre-placed in both access sites. The evar procedure was completed. Hemostasis was achieved in both access sites with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.